Event description:
The pt reported that the "up" "down" and audio bolus buttons have to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" and "down" keypad button was intermittently responding and required excessive force to activate. The "ok" button was responsive to user inputs. The keypad was removed and all of the key contacts were observed to be inverted and did not always spring back. There was no evidence of keypad adhesive found under all key contacts. The bolus button was difficult to push.